Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-6410, arthroscopy main pump tubing, during the procedure, the surgeon noticed that the patient¿s knee had become significantly swollen. The surgeon felt that the pressure was higher than the pump¿s set value that was being applied and therefore replaced the tubing. Arthroscopy was suspended for approximately 15 minutes until the swelling subsided. After the tubing was replaced, no further issues were observed. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No additional anesthesia administered to the patient. No adverse patient effects been reported during or following the procedure due to this issue. Irrigation was stopped for approximately 15 minutes, after which the condition resolved. No prolonged hospitalization, extended recovery, or additional medical intervention was required. On (B)(6) 2026 - the complaint initiator replied that there was no report that the patient experienced any temporary impairment or diminished quality of life because of the swelling.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.